Event description:
From staff: tpn [total parenteral nutrition] with lipids and iron infusing. Tubing clotted off. PICC [peripherally inserted central catheter] line flushed fine but tpn filter had a dark line (? Iron) in it and would not run even when detached from the patient. Changed to d10 [10% dextrose] and changed out tubing and infusion worked fine. The device information provided is from a "like" device we currently have in stock. The actual device was discarded by staff.